Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had rewind anomaly. Customer¿s blood glucose was unknown at the time of incident. Customer stated that when changing the insulin out, when customer puts in the reservoir it was not rewind. Customer was on manual injection because insulin pump was not working. Customer also states that when pushing button it was not rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device power up properly after battery installation. No blank display noted. No rewind anomaly noted. Unit was received with normal operating currents and passed rewind test, self-test, unexpected restart error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms noted during testing.